Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. Based on the qc results, a general reagent issue was excluded. This event occurred in (B)(6). Phone was provided as (B)(6).

Event description:
The initial reporter received a questionable elecsys total psa immunoassay result for one patient from the cobas e 801 module. The initial result was 1.15 ng/ml, and was reported outside of the laboratory. This result was questioned by the physician as the patient had a prostatectomy. On (B)(6) 2020, the repeat result was 0.006 ng/ml with a data flag, and fit the clinical picture. The reagent lot number was 46086801 with an expiration date of 31-jul-2021.